Event description:
A malfunction was reported with the code malf 16, and there was no way to reset it. There was no reported adverse impact to the customer's blood glucose level. The pump was still under warranty, so technical support arranged for a replacement pump and instructed the customer to use multiple daily injections of insulin as a backup therapy. The customer received detailed instructions on how to prepare the malfunctioning pump for return and was expected to return it within ten days using a pre-paid label.